Manufacturer narrative:
The associate chief of infection control further reported the scope was last used on (B)(6) 2019 during an ercp procedure. The facility follows the sampling protocols developed by the FDA/cdc/asm. The sampling materials were placed in specimen cup together (from distal end, elevator & instrument channel). The scope is not believed to have been used on a patient with known infection of the same microorganism. There was no patient infection reported. The environmental factors (i.e. Water system source, cleaning room, sink, etc) have not been investigated at this time. Although, their medivator records, channel check results & preventive maintenance (pm) records were reviewed for this scope. The scope was taken out of service on august 23, 2019 and will be sent to the manufacturer for evaluation. To date, the scope has not been returned for evaluation. As part of our investigation, an olympus endoscopy support specialist (ess) visited the user facility to observe the facility¿s reprocessing practice and to provide a reprocessing training. The ess observed no deviations as the user facility was following the olympus instruction/reprocessing manuals for cleaning. The ess provided further education to the facility and provided reprocessing wallcharts and cleaning guides. If additional information becomes available or if the scope is returned for evaluation, this report will be supplemented accordingly.

Event description:
The manufacturer was informed by that the scope culture tested positive for 100cfu of bacillus sp. After reprocessing. There was no patient infection reported.

Manufacturer narrative:
The scope was sent to an independent laboratory for microbial testing but the test results are pending. The scope was ethylene oxide (eto) sterilized and returned to olympus for a device evaluation. A visual inspection was performed on the scope's instrument and suction channel. The instrument channel was noted to have black marks inside the channel at the proximal biopsy port side. Additionally, the instrument channel was noted to have multiple kinks inside the channel from the distal bending section side. The re were no kinks, stains, or foreign material observed inside the suction channel. The image was checked and the image is normal. The scope did not pass the leak test as the scope was found leaking between the distal end cover/body. The distal end light guide lens as cracked. The scope was purchased on (B)(6) 2018 with no repair records. The likely cause to of the kinks noted inside the channel and the cracked distal light guide lens are due to user handling. The cause of the reported positive culture could not be determined. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
The scope was sent to an independent laboratory for microbial testing. However, due to a credit hold with the independent laboratory, the final test results were not made available. The credit hold has been released and the test results are as follows: the air/water channel tested positive for micrococcus luteus and the instrument suction channel tested positive for bacillus circulans.